Manufacturer narrative:
The energy shield monitor (esm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. As a result of this investigation, fa was unable to identify the root cause.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure that an energy shield monitor (esm) fault occurred. The caller hard power cycled the esm and then hard power cycled the vision side cart (vsc). When the system powered on the leds were not lit on the esm. The esm failed when the customer tried to fire monopolar energy. The caller stated that he was going to hard power cycle the vsc and esm again, then swap out the monopolar instrument. It was advised that the surgeon may try to use bipolar instruments only or convert the case to a multiport system if needed. No further information was provided. There were no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the customer resolved the issue by discontinuing use of monopolar energy during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however the fse did replace the energy shield monitor (esm). The system was tested and verified as ready for use. The esm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.